Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a sensor failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:27apr2021 b4:(B)(6)2021 an authorized service personnel(asp) was dispatched to the customer site. The asp was able to find out that the failure was related to the flow sensor. However, the customer decided not to have the device repaired at that time. Since the device had been recently purchased, the customer decided to return the device and exchange it for a new one. The customer purchased the device from a distributor and not directly from philips. There will be no device evaluation data available, and after the communication was received from the customer, this case was closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29apr2021. B4: 29apr2021. An authorized service personnel (asp) was dispatched to the customer site and discovered a proximal pressure sensor zero failure. The reported issue was confirmed and traced to a faulty gas delivery system (gds). The asp replaced the gds to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.